Manufacturer narrative:
Investigation - evaluation a review of the compliant history, drawing, instructions for use, specifications, and quality control data was conducted during the investigation. The quality control documents in place were reviewed and information was retrieved from cook polymer technologies and it was found that the needles are inspected for correct length. The risk specification for this device indicates that design controls are in place to minimize risk of this failure mode. A device history record review could not be performed as the complaint lot number was not provided. The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. Based on the provided information, no product returned, and the investigation, a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. The quality engineering risk assessment for this failure mode was performed and it was determined that no additional risk mitigating activity is required at this time.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that, when the physician inserted the needle contained in the wayne pneumothorax tray during the procedure, it was discovered that the needle was not long enough to access the pleural space. According to the physician, the patient was not too large. The procedure was terminated, and the patient was sent to the interventional radiology department for the placement of the device. The conditions surrounding the handling and usage of the device are not known. The product is reportedly unavailable for return.